Event description:
It was reported that at implant, while back loading the guidewire into the left ventricular (lv) lead on the back table, that the wire went outside of the lv lead. The lv lead was not implanted and another lv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor had blood/fluid obstruction. The analyst commented that the guidewire insert test failed because of the conductor obstructed by blood/fluid. It was noted that there was blood on the tip electrode, blood/body fluid on the distal conductor (not obstructed) and the lead appeared damaged at implant.